Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable is inserted into the arm on (B)(6) 2025. On 09/05/2025, it was reported that the patient¿s wife uses the ilet sharer app for the patient¿s betabionics ilet insulin pump and saw that his bg level was ¿crashing¿ (no specific value was reported). The patient¿s wife called the patient 13 times and the patient was not answering. It was also noted that the patient¿s wife called the patient¿s doctor on her wat home. Once at the house, the patient was unresponsive. His bg meter reading was 49 mg/dl and the cgm was providing a ¿brief sensor issue¿ error. It was not specified how long the cgm was in this error state, and since the patient had been sleeping, he could not provide any further details. The patient¿s wife woke the patient up and treated him with caramel chocolates and marshmallow smores. The patient did not seek any assistance from a higher level of care. At the time of report, the patient was stable and his bg meter reading was 158 mg/dl. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.